Event description:
It was reported the patient had leads placed by an "outside institution" in (B)(6) 2011. The lead placement was reportedly "off" and patient was taken back to surgery the "same/next day." It was reported that both leads were "removed and only one repositioned." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v688048, implanted: (B)(6) 2011, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).